Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and the lot and manufacturing records for this product. In addition, the manufacturer has made visits to these clinics to observe the clinical practice and collect information that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.

Event description:
A report has been rec'd from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while the pt was receiving hemodialysis treatment when the nurse noticed that the arterial line was kinked at the bvm inlet. Although, there was pt involvement, there was no injury to the pt and no medical intervention required.